Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet displayed a low glucose value of 56 mg/dl within 12 hours of pairing to a libre 3 plus sensor, during which time the sensor can require calibration stabilization, and logs showed two ¿usual lunch¿ meal announcements preceding the event. Symptoms included sweating consistent with hypoglycemia. Outcomes included self-treatment without outside assistance or medical intervention, with glucose trending upward after the user consumed oral carbohydrates (a cupcake and a cookie). Investigation included review of device logs and user-reported history. Investigation of this case revealed hypoglycemia with cause unclear, with possible contribution from recent sensor pairing stabilization period and meal announcement¿related insulin dosing; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.